Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2016-02308, reference MFR. Report: 1627487-2016-02309. The patient has two leads implanted. As it is unknown which lead was explanted and replaced in the (B)(6) 2016 procedure (reference MFR. Report: 1627487-2016-01899), all possible lots are being reported as such. It was reported the patient experienced ineffective left leg stimulation. Surgical intervention will take place to address the issue.